Manufacturer narrative:
(B)(4). Approximate age of device - 4 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to clinic for a routine follow-up. Upon system controller history interrogation a yellow driveline fault alarm appeared on the screen with no audible alarm reported. While the patient was sitting still, the alarm spontaneously resolved on the monitor without physically removing the alarm. The manufacturer¿s technical services representative reviewed the submitted log file and observed the drive line fault alarm was believed to be positive. On (B)(6) 2018, the customer reported there is one spot about 3-4 inches above the silver connector on the driveline where the white silicon is torn but the wires appear to be undamaged below. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed; however, issues continued after the replacement. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.